Event description:
The customer stated that falsely decreased results were generated on the architect c4000 analyzer. The results were not reported out of the laboratory. Patient 2 sid (B)(6). Glucose 14 and 158 mg/dl. No adverse impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The customer also reported error codes ¿3375 unable to process test, aspiration error occurred¿ and ¿3382 unable to process test, internal wash pressure (low) error (r2) pipettor¿. The field service representative (fsr) inspected the instrument and observed a damaged bellows on the internal probe wash pump. The fsr resolved the issue by replacing the damaged bellows. No additional discrepant result issues have been reported since the part was replaced. Instrument service history review revealed zero (0) additional service or complaint issues on or around the date this complaint was initiated that may have contributed to the issue. Trending review determined no adverse trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. The architect c4000, c8000, and the c16000 erratic result rates were within acceptable limits with no trends identified. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified.